Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The returned product was patent. The device did not meet the requirements for leak testing as there was a disconnection at the y site sampling port. Proteinaceous debris was noted within the product. Adhesive was present at the connection. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when the nurse drained the csf from the chamber to the bag of a becker ii edms, the y site connection was found to be leaking. It was also reported that there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.